Manufacturer narrative:
(B)(4). Batch # r57w4y. Device evaluation: the analysis found that one ec60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The cartridge ecr60b (b) was received partially fired 1/16. The cartridge ecr60b (c) was received partially fired 1/16, and with pan partially dislodged from the proximal end with 2 drivers missing. The returned device and cartridge reload ecr60b (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an esophagectomy procedure, could not fire. During the endoscopic esophagectomy, could not fire when severing the esophagus with two ecr60b reloads. Another device was used to complete the surgery. There were no adverse consequences to the patient.